Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +8.5/+2.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioned, the surgeon noting lens rotation and refractive change over time. The problem was not resolved. Currently, the lens remains implanted but an exchange is planned.

Manufacturer narrative:
Device code: 1494: off-label use (acd under 3.00mm at date of implant). Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that the lens was exchanged on (B)(6) 2019 for a longer length lens " all is fine". Cause is reported as patient related factor. Explant date is (B)(6) 2019 patient code 3191: secondary surgical intervention required; lens exchange. Claim#: (B)(4).